Manufacturer narrative:
The device was returned for analysis. The reported suture break was not confirmed as the suture was not returned for analysis. The return device condition indicates a needle to cuff miss and link detachment occurred. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of a heavily calcified femoral artery using a proglide device after an angiography with right lower limb angioplasty procedure using a 6f sheath. Reportedly, a suture break was noted prior to deployment. Another device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.